Event description:
Revision surgery - due to complications related to multiple sclerosis, the patient's glenoid implant failed.

Manufacturer narrative:
The reason for this revision was a failed glenoid implant due to complications related to multiple scleroses after 2.1 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 191g1025. (B)(4). This event is deemed to be non-product related and the root cause for the glenoid failure is the patient having complications from multiple scleroses. There is no reported information that indicates a material, design, or manufacturing problem with this product.